Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had been reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2015. At this time the patient alleged to have obtained blood glucose readings of "168, 232 and 166mg/dl" with the subject meter within 20 minutes of one another. The patient manages their diabetes with oral medication (4mg amaryl every morning and 2mg amaryl every evening) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. "Right before" the alleged issue occurred, the patient developed the symptoms of "short of breath, heart racing and dizzy", and as a result self-treated by taking an unspecified dosage of amaryl "right away". No medical intervention was required as a result of these symptoms. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately erratic readings on the subject meter which may have caused/contributed to the fact that the patient developed symptoms suggestive of serious injury. It cannot be said with absolute certainty that the alleged "inaccurately erratic" subject meter results did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.